Manufacturer narrative:
Review of the device history and lot history records found no similar complaints, non-conformances or deviations associated with or relevant to the complaint. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the magnum x anchor snare wire snapped and prevented any tensioning from being performed. The physician left the implant in the bone unsupported and drilled a new hole to complete the procedure with a second anchor. There have been no reported patient complications.